Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic with a significant number of low speed advisories.

Manufacturer narrative:
Section h4: correction: manufacturer's investigation conclusion: low speed events were confirmed through the review of the submitted photographs. Based on experience with the hmii lvas and similar reported events, the low speed advisory alarms that occurred could be indicative of driveline damage. The account submitted multiple photographs for review which depicted the event history on the system monitor from (B)(6) 2020, 20:13:23 through (B)(6) 2020, 02:23:14. During this time, multiple low speed advisory alarms were captured, associated with pump speed dropping as low as 2890 rpm. Of note, pump power appeared elevated during low speed events. The data card was reportedly unable to be read. The account requested a new ungrounded patient cable for patient use, which was shipped to the site. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed advisory alarms, as well as the appropriate actions associated with them. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.